Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical injury/ pain') in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2011, cesarean section in 2008, cesarean section in 2007, cesarean section in 2006, nervousness and gerd. Concurrent conditions included obesity, vaginal irritation, urinary frequency, ovarian cyst, uterine fibroid, uterine leiomyoma, blood loss of (nos), vaginal discomfort, pulmonary tuberculosis, hyperplasia breast, vomiting, sinus pressure, blurry vision, potter's syndrome, diarrhea, vertigo, swallowing difficult, photophobia and neck pain. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2018, fluticasone propionate (flonase allergy relief) since 21-mar-2018, ibuprofen (motrin), ibuprofen from (B)(6) 2013 to (B)(6) 2014, iron since 2006, naproxen from (B)(6) 2013 to (B)(6) 2017, ondansetron hydrochloride (B)(6) 2016 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2014 and tramadol since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), panic attack ("panic attacks,"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue,") and weight fluctuation ("weight gain / loss specify which one: weight gain,/weight loss"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 6 years after insertion of essure. On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved with sequelae, the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, depression, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown, the bladder disorder, urinary tract disorder, weight fluctuation, genital haemorrhage and hypersensitivity had resolved and the headache and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details- coils: left 3 right 3. Current weight: 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: us pelvis w/ transvaginal. Pelvic ultrasound history: pelvic and perineal pain. Technique: ultrasound images of the pelvic were obtained. Transvaginal and transabdominal imaging was performed. Findings: no evidence of uterine leiomyomata. Endometrial thickness measures 1.3 cm. A few bilateral folliculartype ovarian cysts are present, largest in the left ovary measuring 1.1cm. Ovaries are otherwise unremarkable and demonstrate flow bilaterally. No free fluid is seen in the cul de sac. Conclusion: previously described leiomyoma not visualized on today¿s study. A few small bilateral ovarian follicular type cysts, otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: us pelvis w/ transvaginal clinical indication: pelvic pain. The patient has essure device. Findings: the uterus measures 13 x 4.9 x 6.2 cm. Endometrium measures 8 mm. The right ovary measures 2.3 x 1.3 x 1.8 cm. The left ovary measures 6.5 x 4.8 x 5.7 cm. There is a simple cyst measuring 6.5 x 4.8 x 5.7 cm in the left ovary. A device is noted. Impression: 6.5 x 4.2 x 5.7 cm simple left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event weight gain was updated to weight fluctuation. Event: allergic reaction added. Events outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical injury/ pain') in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2011, cesarean section in 2008, cesarean section in 2007, cesarean section in 2006, nervousness and gerd. Concurrent conditions included obesity, vaginal irritation, urinary frequency, ovarian cyst, uterine fibroid, uterine leiomyoma, blood loss of (nos), vaginal discomfort, pulmonary tuberculosis, hyperplasia breast, vomiting, sinus pressure, blurry vision, potter's syndrome, diarrhea, vertigo, swallowing difficult, photophobia and neck pain. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2018, fluticasone propionate (flonase allergy relief) since (B)(6) 2018, ibuprofen (motrin), ibuprofen from (B)(6) 2013 to (B)(6) 2014, iron since 2006, naproxen from (B)(6) 2013 to (B)(6) -2017, ondansetron hydrochloride (B)(6) 2016 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2014 and tramadol since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), panic attack ("panic attacks,"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue,") and weight fluctuation ("weight gain / loss specify which one: weight gain,/weight loss"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 6 years after insertion of essure. On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved with sequelae, the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, depression, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown, the bladder disorder, urinary tract disorder, weight fluctuation, genital haemorrhage and hypersensitivity had resolved and the headache and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details- coils: left 3 right 3. Current weight: 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2018: essure device was successfully occluded.. Ultrasound pelvis: on (B)(6) 2018: us pelvis w/ transvaginal pelvic ultrasound. History: pelvic and perineal pain. Technique: ultrasound images of the pelvic were obtained. Transvaginal and transabdominal imaging was performed. Findings: no evidence of uterine leiomyomata. Endometrial thickness measures 1.3 cm. A few bilateral folliculartype ovarian cysts are present, largest in the left ovary measuring 1.1cm. Ovaries are otherwise unremarkable and demonstrate flow bilaterally. No free fluid is seen in the cul de sac. Conclusion: previously described leiomyoma not visualized on today¿s study. A few small bilateral ovarian follicular type cysts, otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: us pelvis w/ transvaginal clinical indication: pelvic pain. The patient has essure device. Findings: the uterus measures 13 x 4.9 x 6.2 cm. Endometrium measures 8 mm. The right ovary measures 2.3 x 1.3 x 1.8 cm. The left ovary measures 6.5 x 4.8 x 5.7 cm. There is a simple cyst measuring 6.5 x 4.8 x 5.7 cm in the left ovary. A device is noted. Impression: 6.5 x 4.2 x 5.7 cm simple left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Event weight gain was updated to weight fluctuation. Event: allergic reaction added. Events outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical injury/ pain') in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2011, cesarean section in 2008, cesarean section in 2007, cesarean section in 2006, nervousness and gerd. Concurrent conditions included obesity, vaginal irritation, urinary frequency, ovarian cyst, uterine fibroid, uterine leiomyoma, blood loss of (nos), vaginal discomfort, pulmonary tuberculosis, hyperplasia breast, vomiting, sinus pressure, blurry vision, potter's syndrome, diarrhea, vertigo, swallowing difficult, photophobia and neck pain. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2018, fluticasone propionate (flonase allergy relief) since (B)(6) 2018, ibuprofen (motrin), ibuprofen from (B)(6) 2013 to (B)(6) 2014, iron since 2006, naproxen from (B)(6) 2013 to (B)(6) 2017, ondansetron hydrochloride (B)(6) 2016 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2014 and tramadol since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), panic attack ("panic attacks,"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue,") and weight fluctuation ("weight gain / loss specify which one: weight gain,/weight loss"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 6 years after insertion of essure. On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved with sequelae, the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, depression, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown, the bladder disorder, urinary tract disorder, weight fluctuation, genital haemorrhage and hypersensitivity had resolved and the headache and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: insertion details- coils: left 3 right 3. Current weight: 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: us pelvis w/ transvaginal pelvic ultrasound history: pelvic and perineal pain. Technique: ultrasound images of the pelvic were obtained. Transvaginal and transabdominal imaging was performed. Findings: no evidence of uterine leiomyomata. Endometrial thickness measures 1.3 cm. A few bilateral follicular type ovarian cysts are present, largest in the left ovary measuring 1.1cm. Ovaries are otherwise unremarkable and demonstrate flow bilaterally. No free fluid is seen in the cul de sac. Conclusion: previously described leiomyoma not visualized on today¿s study. A few small bilateral ovarian follicular type cysts, otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: us pelvis w/ transvaginal clinical indication: pelvic pain. The patient has essure device. Findings: the uterus measures 13 x 4.9 x 6.2 cm. Endometrium measures 8 mm. The right ovary measures 2.3 x 1.3 x 1.8 cm. The left ovary measures 6.5 x 4.8 x 5.7 cm. There is a simple cyst measuring 6.5 x 4.8 x 5.7 cm in the left ovary. A device is noted. Impression: 6.5 x 4.2 x 5.7 cm simple left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical injury/ pain') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2011, cesarean section in 2008, cesarean section in 2007, cesarean section in 2006, nervousness and gerd. Concurrent conditions included obesity, vaginal irritation, urinary frequency, ovarian cyst, uterine fibroid, uterine leiomyoma, blood loss of (nos), vaginal discomfort, pulmonary tuberculosis, hyperplasia breast, vomiting, sinus pressure, blurry vision, potter's syndrome, diarrhea, vertigo, swallowing difficult, photophobia and neck pain. Concomitant products included bupropion hydrochloride (wellbutrin) from 31-aug-2015 to 13-apr-2016, docusate sodium (colace) from 7-may-2014 to 2-apr-2018, fluticasone propionate (flonase allergy relief) since (B)(6) 2018, ibuprofen from 9-may-2013 to 12-feb-2014, iron since 2006, naproxen from 9-may-2013 to 29-sep-2017, ondansetron hydrochloride13-apr-2016 to january 2018, paracetamol (acetaminophen) from 9-may-2013 to 12-feb-2014 and tramadol since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), panic attack ("panic attacks,"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 6 years after insertion of essure. On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache and abdominal pain was resolving, the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, depression, bladder disorder, urinary tract disorder, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- coils: left 3 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: us pelvis w/ transvaginal. Pelvic ultrasound. History: pelvic and perineal pain. Technique: ultrasound images of the pelvic were obtained. Transvaginal and transabdominal imaging was performed. Findings: no evidence of uterine leiomyomata. Endometrial thickness measures 1.3 cm. A few bilateral folliculartype ovarian cysts are present, largest in the left ovary measuring 1.1cm. Ovaries are otherwise unremarkable and demonstrate flow bilaterally. No free fluid is seen in the cul de sac. Conclusion: previously described leiomyoma not visualized on today¿s study. A few small bilateral ovarian follicular type cysts, otherwise unremarkable pelvic ultrasound; on (B)(6)2018: us pelvis w/ transvaginal clinical indication: pelvic pain. The patient has essure device. Findings: the uterus measures 13 x 4.9 x 6.2 cm. Endometrium measures 8 mm. The right ovary measures 2.3 x 1.3 x 1.8 cm. The left ovary measures 6.5 x 4.8 x 5.7 cm. There is a simple cyst measuring 6.5 x 4.8 x 5.7 cm in the left ovary. A device is noted. Impression: 6.5 x 4.2 x 5.7 cm simple left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical injury/ pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. 12496680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2011, cesarean section in 2008, cesarean section in 2007, cesarean section in 2006, nervousness and gerd. Concurrent conditions included obesity, vaginal irritation, urinary frequency, ovarian cyst, uterine fibroid, uterine leiomyoma, blood loss of (nos), vaginal discomfort, pulmonary tuberculosis, hyperplasia breast, vomiting, sinus pressure, blurry vision, potter's syndrome, diarrhea, vertigo, swallowing difficult, photophobia and neck pain. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2015 to (B)(6) 2016, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2018, fluticasone propionate (flonase allergy relief) since (B)(6) 2018, ibuprofen from (B)(6) 2013 to (B)(6) 2014, iron since 2006, naproxen from (B)(6) 2013 to (B)(6) 2017, ondansetron hydrochloride (B)(6) 2016 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2014 and tramadol since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), panic attack ("panic attacks,"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches,"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). On (B)(6) 2017, the patient experienced nausea ("nausea"), 6 years after insertion of essure. On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache and abdominal pain was resolving, the mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, panic attack, depression, bladder disorder, urinary tract disorder, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- coils: left 3 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: us pelvis w/ transvaginal pelvic ultrasound. History: pelvic and perineal pain. Technique: ultrasound images of the pelvic were obtained. Transvaginal and transabdominal imaging was performed. Findings: no evidence of uterine leiomyomata. Endometrial thickness measures 1.3 cm. A few bilateral folliculartype ovarian cysts are present, largest in the left ovary measuring 1.1cm. Ovaries are otherwise unremarkable and demonstrate flow bilaterally. No free fluid is seen in the cul de sac. Conclusion: previously described leiomyoma not visualized on today¿s study. A few small bilateral ovarian follicular type cysts, otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: us pelvis w/ transvaginal clinical indication: pelvic pain. The patient has essure device. Findings: the uterus measures 13 x 4.9 x 6.2 cm. Endometrium measures 8 mm. The right ovary measures 2.3 x 1.3 x 1.8 cm. The left ovary measures 6.5 x 4.8 x 5.7 cm. There is a simple cyst measuring 6.5 x 4.8 x 5.7 cm in the left ovary. A device is noted. Impression: 6.5 x 4.2 x 5.7 cm simple left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: new pfs+ mr received- new events added:hormonal changes describe: mood swings,abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: anxiety, panic attacks, depression and mental anguish, bladder or urinary problems or changes, migraines /headaches, blood or heart disorder/condition type: anemia,nausea, dental problems, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, abdominal pain, genital bleeding were added outcome of event heavy bleeding from unknown to recovered/resolved and events pelvic , abdominal pain and headache from unknown to recovering/resolving were updated. Lot number,new reporters, concomitant conditions and drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.